Manufacturer narrative:
Section b5 (describe event or problem) was updated based on the received additional information.

Event description:
The autopulse platform (sn (B)(6) was employed in an attempt to resuscitate a 45-year-old male patient in cardiac arrest, weighing around 150 lbs. The cause of the cardiac arrest and whether it was witnessed remain unknown. A bystander performed initial CPR for approximately 10-15 minutes. The duration of the cardiac arrest before the first manual CPR is also unknown. The patient was placed on the platform, but upon powering up, the platform displayed "system error, out of service, revert to manual CPR." The crew then provided manual CPR for about 30 minutes before switching to a lucas device. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead at the scene. The customer believes the patient was already deceased when the crew arrived and stated that the patient's outcome was unrelated to the autopulse system.

Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The root cause of the system error was the malfunctioning processor board due to failed component(s), likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in may 2011 and is over 13 years old. Reviewing the archive data showed a system error - 132 (internal watchdog timeout) around the reported event date, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. Investigation revealed that the cause of the system error was the defective processor board, which needs to be replaced to remedy the fault. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
The autopulse platform (B)(6) was used in an attempt to resuscitate a patient in cardiac arrest. The patient was placed on the platform, but upon powering up, the platform displayed "system error, out of service, revert to manual CPR." Consequently, the crew switched to using a lucas device. No further information was provided. The customer believes the patient was already deceased when the crew arrived on the scene.